Event description:
Knee doesn't have any resistance, pt was going out and fell due to knee giving out and not holding pt up.

Manufacturer narrative:
Supplement to 6. Event problem and evaluation codes: method: the device was tested for functionality. No malfunction could be determined during in depth evaluation.